Event description:
It was reported that insulin drips were not observed to be exiting the cartridge tubing during the load fill tubing process. Customer was using off label insulin at the time of the event. Customer's blood glucose level was 400 mg/dl. The customer changed their cartridge and resumed insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. This can cause very high or a very low blood glucose."